Event description:
It was reported while in the prone position, the main cuff burst. The doctor intervened immediately and changed the endotracheal tube.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Per the info received, the endotracheal tubes were immediately replaced with a different brand of tubes. There was no report of any injury to the pt. Add'l info has been requested, however no info has ben provided to date. Should add'l info become available, a f/u report will be submitted. Note: issue occurred on (3) separate cases. A separate 3500 a form has been completed for the other (2) cases.